Event description:
It was reported that the patient requested help connecting a new cgm and, after clarifying they were using freestyle libre 3+, experienced a sensor pairing failure between the cgm and the pump that was resolved through rescanning and guided pairing steps. Symptoms included no sensor glucose readings displayed on the pump. Outcomes included temporary interruption of cgm data availability until successful re-pairing, with instruction to call back if readings did not reappear. Investigation included customer support troubleshooting and education, including reinitiating the pairing workflow and rescanning the sensor. Investigation of this case revealed that the initial pairing failed but repeated pairing steps restored communication between the cgm and the pump. It was concluded, based on previously established findings for similar reports, that the cause was user interaction or setup-related issues leading to transient communication failure.